Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin did not exit during plunger push. The customer's mother mentioned that they received motor error alarm. The customer's blood glucose was around 300 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.